Event description:
Additional information received confirms that a magnetic resonance imaging (MRI) was performed without setting MRI mode on the pacemaker.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. During the follow-up it was observed that the pacemaker exhibited back-up mode (bvvi) due to magnetic resonance imaging. As a resolution the device was reprogrammed on 11 nov 2024. Patient condition was stable.